Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. As a result the device was calibrated. (B)(4).

Event description:
It was reported that the device was sensing low. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.